Event description:
It was reported that the pt was no longer able to hear. The speech processor was taken to med-el to be repaired, but no fault could be found with it. Testing carried out confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.